Event description:
Vessel sealer blade exposed. The vessel sealer blade should retract entirely when it is moving in and out of the trocars. This blade did not retract entirely as it should have. No harm reached the patient.